Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a significant history of hemolysis and had experienced several embolic strokes. An intervention was performed to remove the major cerebral emboli, which caused hemorrhage resulting in a poor prognosis for survival. The patient's family elected to withdraw care. The patient expired on (B)(6) 2015. An autopsy was not performed. It was reported that the embolic stroke was likely device related due to the patient's history of hemolysis.

Manufacturer narrative:
Approximate age of device - 8 months. (B)(4). A direct correlation between the device and the reported patient expiration due to a cerebral hemorrhage could not be determined. The instructions for use lists stroke, hemolysis and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information was received from the intermacs registry stating: pt arrived to hospital with flows 8-9l/min with powers of 6-7.5w with speed of 8800rpm for majority of the previous month. Slight increase in ldh but not meeting threshold for hemolysis. The additional information also indicated: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: signs or symptoms: stroke: yes. Patient outcome: death: yes. Device malfunction causative factor: prothrombotic states: yes. Death date: (B)(6) 2015 primary cause of death: nervous system: neurological dysfunction.

Manufacturer narrative:
The attached user facility medwatch report # (B)(4) was received from the intermacs registry.